Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29,2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the damages identified to the atrial set-screw are consistent with incomplete insertion of a screwdriver tip into the hexagonal cavity; subsequent rotation with the torque screwdriver led to stripping of the upper portion of the atrial set-screw cavity. The analysis identified that the cause of the incomplete insertion is associated to the dimensions of the associated screwdriver tip, which was determined to be in non-conformance with the established specifications. Because of this, the connection system of the pacemaker did not function, as specified, with the supplied screwdriver.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted.